Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) had migrated from its original position. A surgical procedure was performed during which the existing reservoir was removed and replaced. No patient complications were reported.